Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered reinserting a 0.035-inch guide wire into the guide wire exit port. The operator had to push the guide wire very hard to reinsert the guide wire into the guide wire exit port. Hemostasis was achieved with the proglide device suture and no difficulty was encountered removing the guide wire from the vessel. There were no reported adverse patient effect and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.